Event description:
Customer reportedly received the following results on the mobile system within 10 minutes: 10.9 mmol/l and 3.8 mmol/l, 26.3 mmol/l and 4.9 mmol/l sets of readings were taken at different times. No actions taken based on device results. No adverse event reported. Requested return of suspected device and strip.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.